Manufacturer narrative:
One 13f agilis dilator was received for investigation. The reported event of a dilator damage was confirmed. The dilator was noted to be bent circumferentially 0.3¿ proximal to the distal tip and punctured 0.3" proximal to the distal tip. No other visual anomalies were noted. The damaged dilator tip was not able to be replicated with dilators from current inventory. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the dilator damage remains unknown.

Event description:
This report is to advise of a puncture found in the sheath during analysis. During an af pvi procedure with the volt catheter, the following problem occurred when advancing the agilis sheath 13 fr. The patient had severe kinking in the veins. This caused the dilator of the agilis sheath to bend during advancement, making it impossible to perform a transseptal puncture with this dilator. The dilator was then replaced with a new one and the procedure was completed without any negative consequences for the patient or the procedure.